Event description:
Attending physician using long bovie tip in abdomen when small flame shot up- no patient or staff harm. Bovie tip came in abdominal pack, bovie pad attached and bovie unit had no malfunction noted. Bovie#: 14196 last check 02/2026, bovie pad packaging and abdominal pack packaging along with actual bovie tip saved.